Event description:
Customer reported a motor error alarm that occurred during the manual prime. Customer stated that the numbers would not scroll and that the tubing would not fill. The blood glucose reading was 198 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement or prime tests due to the alarm. A cracked reservoir tube lip was also noted.